Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head; (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch pen stylus and the screen cursor were off and therefore the bezel overlay assembly was replaced and the stylus calibrated with it. Product ID (B)(4) radio frequency programmer head.

Event description:
It was reported by a sales representative (sr) that the stylus pen would not track on the programmer screen. The sr stated that the programmer's with the black touch pen (2090x) are not as responsive or quick as the programmers that have the blue touch pen. Theprogrammer was returned for repair as the screen will need to be replaced. It was indicated that there was no patient impact.

Event description:
It was reported by a sales representative (sr) that the stylus pen would not track on the programmer screen. The sr stated that the programmer's with the black touch pen (2090x) are not as responsive or quick as the programmers that have the blue touch pen. The programmer was returned for repair as the screen will need to be replaced. It was indicated that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.